Event description:
It was reported, that the controller is not working right. They are not able to charge the implanted neurostimulator, since today. Patient stated, they had an MRI yesterday and went to charge the ins today. Patient services, assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Patient service asked, patient to inspect the recharger for damage. And patient said, there is no visible damage to the recharging antenna. Patient started, charging the implant and getting poor recharging quality and reposition recharging screen. Patient stated, they have been getting screen all today. Controller showed ins 30% and controller 90% charged. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Patient provided correct address. Pt called back in and reported, that their stimulation had jumped way up on them and it was causing them uncomfortable stimulation. Pt turned the stimulation off. And was requesting assistance. Pt attempted to connect to the implant. However, they were unable to find the device. The controller started, showing controller batteries low, replace the controller batteries soon. The message appeared multiple times on the call. Agent sent an email to repair to replace the controller. Pt will call back in for assistance with decreasing stim, after controller was replaced if needed. Patient called back, because they went to set up their controller, after letting it charge up overnight, then realized the replacement controller didn't come with a battery pack. Agent reviewed, to swap battery pack from old controller, but patient had already shipped their old controller back with the battery inside. Agent reviewed, information and emailed repair for replacement battery pack. Agent closed case. Per the repair team: "we found the battery in controller before it was checked in at receiving. And will be sending same battery back to patient".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the stimulation changing unexpectedly was due to the battery not working. The pt reported that the manufacturer sent them a new battery. The patient stated that the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.